Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer¿s blood glucose (bg) level was not impacted by the fill estimate. Also, it was reported that the pump would not charge despite attempting multiple cables. The customer's bg level was 330 mg/dl and it was addressed with a manual injection. Reportedly, the customer would continue to use the pump until replacement pump is received.